Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 590 mg/dl. The customer stated that the insulin pump alarmed no delivery a couple of times prior to being hospitalized. Troubleshooting was performed and the insulin pump was programmed correctly. The customer did not see any insulin exiting during the prime test. The customer asked to have the insulin pump replaced per her doctors instructions. Nothing further was reported.